Event description:
Upon entering the patient's room to reset IV pump which was infusing insulin, rn noted bottom of pump slightly wet. Noted IV tubing leaking through small hole. Replaced with new infusion bag and tubing. No change in patient's status.